Event description:
The customer called to report that the drive support cap was protruding. The reported blood glucose reading at the time of the call was 379 mg/dl. The customer also stated that she was in the hospital due to a virus, and was treated with syringes. Advised the customer that the insulin pump would need to be replaced. However, the customer stated that the insulin pump was stolen recently. Transferred the customer to a senior representative to assist further. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.